Event description:
The customer reported that her blood glucose reached 20 mmol/l (360 mg/dl) less than four hours after the pod was activated. She realized the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not inserted into the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.